Event description:
The provider reportd the wheel of thechair fell off during use. Further examination of the chair allegedly found the lock nut on the quick release axle was missing. No patient complications were reported as a result of this event.